Manufacturer narrative:
(B)(4). Batch r9508y. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information requested but not received: can you please provide more event details? Was the red manual knife reverse switch attempted? If yes, did it function properly? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open?

Event description:
It was reported that during a laparotomy procedure, the blade was not retracting despite multiple attempts. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch: r5an1t. Investigation summary the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.